Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: b i71000523, serial/lot #: unk, ubd: , UDI#: ; product ID: bi71000450, serial/lot #: unk, a representative went to the site to preform system check out. It was reported that 5 v power supply and the k-1 relay not functioning properly. They replaced them and the system preformed as intended.if information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system that was used during a sacroiliac and thoracolumbar procedure. It was reported that the site has to reboot the system multiple times before they are able to perform a spin. There was a reported delay of less than one hour and no known impact on patient outcome.

Manufacturer narrative:
H3: the power supply and k1 relay were returned to the manufacturer for analysis. K1 relay was installed in a test system. The system initialized. Motion, generator, communication and charging readied.2d and 3d imaging was successful. Power supply was tested by using cba IV pro 58250-1015 cba4/p computerized battery analyzer pro 45049. Bench test failed. Output voltage drifted to 5.594vdc. The hardware investigation found that the reported event was related to a hardware issue. H6: fdm 10, fdr 120, fdc 4307 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any a good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.